Event description:
Revision surgery 10 days post primary due to infection. The surgeon performed a washout and revised the liner. The surgery was completed successfully. The pathogen is unknown.

Manufacturer narrative:
Batch review performed on 05 july 2023: lot 189060: (B)(4) manufactured and released on 22-feb-2020. Expiration date: 2024-02-13. No anomalies found related to the problem. To date, 73 items of the same lot have been sold without any similar reported event in the period of review.